Event description:
Patient, 63 years old, was transferred from another hospital with an acute inferior wall mi. The cardiologist talked with the ER physician and the decision was made to bring the patient to the cath lab for a rescue angioplasty of the left anterior descending coronary artery. The guide wire was easily advanced into the left anterior descending coronary artery and the tip of the guide wire was positioned at the distal portion of the lad. The balloon catheter was advanced to the guiding catheter and the marker of the balloon was positional at the site of thelesion. After the third or fourth inflation, and waiting five minutes, a filling defect was observed which probably represented thrombus. At this point, the physician left the procedure could be terminated and the patient placed on heparin as long as the remained pain free, but then obtained immediate cardiovascular surgical consultation should the patient become hemodynamically unstable with the angina and with more st segment elevation. Therefore, the guiding catheter and the guide wire were withdrawn, but during the withdrawl of the balloon catheter, it was noted that the balloon portion inself of the balloon catheter was not moving in the mid-portion of the lad and came to realize, at that point, that the whole portion of the balloon catheter was already out of the sheath. The cardiovascular surgeon on call arrived immediately and was informed of what had happended. The patient was taken to surgery for cab and retrieval. The patient is now in critical care. She was taken back to surgery on sunday, 7/11/93, because of bleeding. The patient has stabilized somewhat but is still on a ventilator at this timedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.